Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse adjusted and calibrated the mixer alignments and flushed the reaction tray washer (wud) and dilution washer (dwud) lines due to them being dirty. There was no contamination with the oil bath and no overflows occurred with the wash cycle. Dilution probe (dpp) and sample probe (spp) were adjusted as well. Calibration, quality controls, and sample precision all returned within specifications. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide patient result was obtained on an advia 1800 instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate advia 1800 instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide patient result.